Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service center. The defect reported by the customer has been verified and remedied. Unit modified according to guideline of manufacturer. Unit safety test performed according to manufacturer's final test procedure with reference accessories. Electrical safety test according to iec 60601-1 was completed. Hipot test was completed. Functional test according to test procedure was completed. The motor does not turn, and motor was found to be corroded - motor was replaced. Resistance value out of specifications and contacts of the keypad corroded: hand-control set was replaced. There was short circuit in the motor cable - motor cable was replaced. And the fischer cap was defective. The exact root cause is unknown. The possible root cause could be the fluid ingress into the motor compartment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst tool that 9 micro tornado handpieces with hand controls, 2 fms vue pumps, 2 vapr vue generators, and a vapr 3 generator all are faulty. Unknown patient status/ outcome / consequences. No patient consequence description or if there a clinical outcome experienced by the patient (infection, inflammation, etc.).unknown if other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) was required. Unknown if the patient part of a clinical study.